Manufacturer narrative:
(B)(4). The customer¿s report of a leak from the silicone segment was confirmed. Visual inspection of the set showed that the silicone segment had a 2 mm tear near the upper fitment. There were no signs of damage around the upper fitment or on the retainer ring. Functional testing and pressure testing confirmed a leak. The root cause of the silicone segment leak was determined to be a tear on the silicone segment. The cause of the tear is unknown.

Event description:
The customer reported that a pump segment leaked during an infusion of 30 units of oxytocin in 500 ml of normal saline. Although there was no harm to the patient, a nurse who came into the room slipped on the solution that was on the floor and sustained a significant injury that caused lost time from work and ongoing pain. No further details were provided.